Event description:
Additional information was received from the area representative indicating there was no manipulation or trauma involved that could have had contributed to the report of high lead impedance. At the moment no interventions have been planned for the patient.

Event description:
Additional information was received that the patient did not have any trauma or manipulation of their device reported prior to the event. At this time no surgery is scheduled. The patient may in the future have either replacement or explant of their lead. The patient is reported to be doing well and a decision will be made in (B)(6) when they see a surgeon.

Event description:
It was reported by a physician that high impedance was read at a follow-up appointment upon performing system diagnostics. The patient was referred for x-rays and the generator was programmed off. The last known good system diagnostics were noted to be from (B)(6) 2011. X-rays were received and evaluated by the manufacturer. The generator was placed in the lower left chest, in the left side of it, a few centimeters below the axilla. The filter feed-through wires appeared to be intact. The lead connector pins appeared to be fully inserted into the generator connector block. The lead wires at the connector pin appeared to be intact. The negative and positive electrode appeared not be aligned, and the negative electrode seems to be detached from the vagal nerve. Portions of the lead appeared to be behind the generator and could not be fully assessed. An acute angle appears to be present right below the positive electrode. At the moment, good faith attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Type of report, corrected data: initial report inadvertently did not indicate type of report. Report should have read 30-day.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.